Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited higher than normal pacing impedance on the right ventricular (rv) channel but remain within range. Technical services (ts) noted that there was no noise on the lead. Ts advised to continue to monitor the patient. It was noted that the patient started a new medication the day before the call. The cause of the impedance change is suspected to be due to patient condition. The device remains in use. No adverse patient effects were reported. Additional information indicates that this device exhibited oversensing of noisy signals that led to non-sustained ventricular tachycardia (nsvt) episodes on the rv channel. It was noted that there was pacing inhibition as a result. It was noted that the impedances were jumpy as well but remains within range. Ts provided reprogramming advice, potential causes, and possible resolution. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited higher than normal pacing impedance on the right ventricular (rv) channel but remain within range. Technical services (ts) noted that there was no noise on the lead. Ts advised to continue to monitor the patient. It was noted that the patient started a new medication the day before the call. The cause of the impedance change is suspected to be due to patient condition. The device remains in use. No adverse patient effects were reported. Additional information indicates that this device exhibited oversensing of noisy signals that led to non-sustained ventricular tachycardia (nsvt) episodes on the rv channel. It was noted that there was pacing inhibition as a result. It was noted that the impedances were jumpy as well but remains within range. Ts provided reprogramming advice, potential causes, and possible resolution. No adverse patient effects were reported. Additional information received indicates that the device exhibited high out of range pacing impedance. It was noted that the noisy signals are still present. The plan is for the patient to get a venogram. It was noted that the device is programmed to monitor only, and the patient currently has a life vest. The device remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited higher than normal pacing impedance on the right ventricular (rv) channel but remain within range. Technical services (ts) noted that there was no noise on the lead. Ts advised to continue to monitor the patient. It was noted that the patient started a new medication the day before the call. The cause of the impedance change is suspected to be due to patient condition. The device remains in use. No adverse patient effects were reported. Additional information indicates that this device exhibited oversensing of noisy signals that led to non-sustained ventricular tachycardia (nsvt) episodes on the rv channel. It was noted that there was pacing inhibition as a result. It was noted that the impedances were jumpy as well but remains within range. Ts provided reprogramming advice, potential causes, and possible resolution. No adverse patient effects were reported. Additional information received indicates that the device exhibited high out of range pacing impedance. It was noted that the noisy signals are still present. The plan is for the patient to get a venogram. It was noted that the device is programmed to monitor only, and the patient currently has a life vest. The device remains in use. No additional adverse patient effects were reported. Subsequently, the device was explanted. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. ----------------------------------------- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited higher than normal pacing impedance on the right ventricular (rv) channel but remain within range. Technical services (ts) noted that there was no noise on the lead. Ts advised to continue to monitor the patient. It was noted that the patient started a new medication the day before the call. The cause of the impedance change is suspected to be due to patient condition. The device remains in use. No adverse patient effects were reported. Additional information indicates that this device exhibited oversensing of noisy signals that led to non-sustained ventricular tachycardia (nsvt) episodes on the rv channel. It was noted that there was pacing inhibition as a result. It was noted that the impedances were jumpy as well but remains within range. Ts provided reprogramming advice, potential causes, and possible resolution. No adverse patient effects were reported. Additional information received indicates that the device exhibited high out of range pacing impedance. It was noted that the noisy signals are still present. The plan is for the patient to get a venogram. It was noted that the device is programmed to monitor only, and the patient currently has a life vest. The device remains in use. No additional adverse patient effects were reported. Subsequently, the device was explanted. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited higher than normal pacing impedance on the right ventricular (rv) channel but remain within range. Technical services (ts) noted that there was no noise on the lead. Ts advised to continue to monitor the patient. It was noted that the patient started a new medication the day before the call. The cause of the impedance change is suspected to be due to patient condition. The device remains in use. No adverse patient effects were reported. Additional information indicates that this device exhibited oversensing of noisy signals that led to non-sustained ventricular tachycardia (nsvt) episodes on the rv channel. It was noted that there was pacing inhibition as a result. It was noted that the impedances were jumpy as well but remains within range. Ts provided reprogramming advice, potential causes, and possible resolution. No adverse patient effects were reported. Additional information received indicates that the device exhibited high out of range pacing impedance. It was noted that the noisy signals are still present. The plan is for the patient to get a venogram. It was noted that the device is programmed to monitor only, and the patient currently has a life vest. The device remains in use. No additional adverse patient effects were reported. Subsequently, the device was explanted. The device was returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited higher than normal pacing impedance on the right ventricular (rv) channel but remain within range. Technical services (ts) noted that there was no noise on the lead. Ts advised to continue to monitor the patient. It was noted that the patient started a new medication the day before the call. The cause of the impedance change is suspected to be due to patient condition. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.